Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 50 mg/dl. Customer was treated with toast and peanut. Customer has been using insulin pump system within 48 hours of reported low blood glucose event but auto mode was not active during the reported event. Customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.